Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt trunk cable was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Electrode belt sn (B)(4) failed incoming functional testing.